Event description:
(B)(6). According to the information received, the tip of a catheter is rough. The user found 1 so far in a box where 1 eyelet wasn't polished properly. It's the top eyelet at the 1 o'clock position (when holding tip up). He said that it's very rough. The user believes that the rough tips are causing utis.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.